Event description:
It was reported that there was an over infusion of propofol. The infusion of propofol was set to infuse at 40 mcg/kg/min which equated to a rate of 29.2 ml/hour. The bottle was hung at 10:48am. At 11:48am, the pump alarmed air in line. The volume to be infused was reading correctly on pump as well as the rate at 29.2 ml/hour. There was patient involvement but impact was unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an over infusion of propofol. The infusion of propofol was set to infuse at 40 mcg/kg/min which equated to a rate of 29.2 ml/hour. The bottle was hung at 1048am. At 1148am, the pump alarmed air in line. The volume to be infused was reading correctly on pump as well as the rate at 29.2 ml/hour. There was patient involvement but impact was unknown.